Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to the manufacturer. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that when the controller was connected to the pump and power sources it was noted that the second line on the lcd screen was unreadable.  The controller was subsequently exchanged with no reported consequence or impact to the patient.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed at the bench level during failure analysis. The controller's liquid crystal display (lcd) was not functioning as expected. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. The controller lcd display failure was most likely caused by a faulty lcd display module. Manufacturer is investigating defective lcd displays. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.